Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the allegation of getting hot, sparking, and exploding could not be duplicated. Corrosion was present in the battery compartment of the returned analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that when installing batteries back into their analyzer that "they got very hot and sparked". The customer also stated "the batteries exploded in the analyzer". There were no allegations of incorrect results. There were no allegations of patient/user harm.